Event description:
(B)(4). Same case as MDR ID# 2134265-2012-06103. Same case as MDR ID# 2134265-2012-06102. It was reported that post a stenting treatment procedure, the patient experienced slow reflow. (B)(6) 2010 - the patient presented with unstable angina and was subsequently diagnosed with nstemi (non-q wave). Multiple vessels were treated. The first vessel was a 70% stenosed, de-novo target lesion, 30 mm long with a reference vessel diameter of 4.5 mm located in the proximal left anterior descending (lad) extending to the mid lad. The physician advanced a 3.5 x 32mm and a 2.75 x 20mm taxus liberte stents to the target lesion. The stents were deployed using a direct stenting method in an overlapping manor. The physician then post dilated the lesion using a 5.0 x 20 mm quantum maverick balloon. Follow up angiogram revealed slow reflow which was treated with multiple doses of intracoronary nitroprusside resulting in 0% residual stenosis. The second vessel was a 90% stenosed, de-novo target lesion, 12 mm long with a reference vessel diameter of 2.75 mm located in the 1st obtuse marginal (om) branch of the left circumflex (lcx). The physician pre-dilated the lesion with an unknown balloon catheter. A 2.75 x 20mm taxus liberte stent was advanced to the lesion and deployed. Following post dilatation with an unknown balloon catheter residual stenosis was 0%. The patient was discharged two days later on aspirin and prasugrel.

Event description:
A 2.75 x 20mm taxus liberte stent was initially reported. The correct device should have been a 4.0x 20mm taxus liberte stent.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).